Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic-assisted laparoscopic bilateral inguinal hernia repairs with mesh and an umbilical herniorrhaphy with mesh. The patient had revision surgery 11 months post surgery. The patient experienced chronic pain.